Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the physician was unable to reel the trip wire. It was noted that the trip wire snapped. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.